Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that safety valve test failed. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the device was cross checked with expiratory channel printed circuit board (pcb) from other unit and no anomalies were observed. The expiratory channel pcb should be replaced to resolve the issue. This part contains electronics including microprocessor for handling of: safety valve control (with input from other subsystems), all electronic connections to and from the cassette (expiratory channel pcb is connected to the cassette via expiratory channel connector), holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The faulty expiratory channel pcb may lead to stop of ventilation. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).